Event description:
Health care facility reported that a pt receiving antibiotics and IV fluids through cvc in right subclavian had a 1657 tegaderm chg dressing in place developed "eschar with reddened gray/white matter" under the chg gel pad. The facility reported that the povidone iodine, alcohol, and duraprep had been used on the skin prior to dressing application. The facility reported that the catheter was removed due to skin reaction. The facility reported that insertion site and catheter tip cultures were done and the results were negative. Silvadene was applied to the skin and the site was improving.

Manufacturer narrative:
Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.